Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had cracked display window, cracked case at display window corner, cracked battery tube threads and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. The customer's blood glucose level was over 600 mg/dl at the time of incident. The customer's blood glucose level was over 700 mg/dl when admitted to hospital. The other relevant blood glucose level was in the range of 300 mg/dl. The customer was treated by manual injection. Customer states the drive support cap appears normal. Customer reported that insulin pump system was not in use within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.